Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the mini-pocket 1-13 failed. A field service engineer removed the cubie tray. Cleaned bottom and barcode rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer failed, preventing user from removing the required medications. The customer stated that they had to retrieve the medications from the other operating room. There were no adverse events or injuries reported based on this incident.